Event description:
It was reported that when patient presented in clinic for device check, high capture threshold was observed on both right ventricular and left ventricular leads. Fluoroscopy imaging revealed that the rv and lv leads were dislodged. It was also noted that the device had elevated pacing thresholds since implant and therefore, it had reached normal eri. Device was explanted and the leads were capped on (B)(6) 2018. During the procedure, the right atrial lead lost distal anchorage and was also capped. New device and leads were implanted on the right side due to patient¿s anatomy. Patient was stable throughout the procedure.

Manufacturer narrative:
The field event of increase output in rv and lv lead was not confirmed. Device was tested on the bench and found to be normal. During the analysis, high fuel gauge measurement was seen in the device mage. The device was tested in the lab and normal current consumption was observed. High fuel gauge measurement was not reproduced during device testing. The cause of high fuel gauge measurement was undetermined.